Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed due to the receiver would not boot up. The receiver continues to re-initialized. Opened receiver for internal visual inspection and unit passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.